Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving fentanyl 9000 mcg/ml for a total dose of 2752.6 mcg/day and compounded baclofen 500 mcg/ml for a total dose of 152.92 mcg/day via an implantable pump for malignant pain and "abdominal/visceral." It was reported on (B)(6) 2015 review of the device logs/device interrogation revealed a pump motor stall at 15:19 on (B)(6) 2015 with a recovery at 15:56 on (B)(6) 2015 without a report of a magnetic resonance imaging (MRI). The cause was unknown and no further diagnostics or interventions were performed. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2015. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported/anticipated.